Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine check in situ measurements showed some affected channels. There is no report of an accident or trauma. The clinic will pursue re-implantation.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other damage found during device investigation is most likely related to the explantation surgery. This is a final report.

Event description:
During a routine check in (B)(6) 2018 in situ measurements showed some affected channels. Hearing performance with the device was reportedly not affected, as per the parents. Although the child still responded to sounds, the majority of channels were affected and therefore the decision to re-implant was made. Re-implantation took place on the (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet

Event description:
During a routine check in situ measurements showed some affected channels. There is no report of an accident or trauma. Although child still responds to sounds, the majority of channels are affected and the decision to proceed with re-implantation has been made. A possible date for surgery has not been made available.